Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer reloaded the cartridge and reported that a cartridge alarm 30 occurred. The customer's blood glucose level was 306 mg/dl, and experienced a headache. A new cartridge was loaded resolving the alarm.